Event description:
During baxter's functionality testing of a spectrum pump, the device did not auto restart following a downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found to be out of specification with respect to the failure to auto restart, which was reproduced during eval. Eval found a failing downstream sensor. The current reading of the downstream sensor was found out of specification (high readings). This elevated signal level can lead to false downstream occlusion alarms and the pump will not auto restart during a constant false downstream occlusion alarm. The downstream sensor was replaced to correct this condition.